Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a case the surgeon was 1.5-2 mm inaccurate inferior/superior. The reference frame was on t6 and the surgeon was working on c7. Site took 2 spins after noticing the inaccuracy and the inaccuracy continued to occur. Surgeon chose to continue with the inaccuracy. There was no patient impact reported and no delay to surgery.